Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient experienced a loss or change of therapy. The implant was not working well for her since (B)(6) 2015 and she wanted to know if she could permanently keep her device shut off. The implant worked well for her in the beginning but then it stopped working. The patient had tried adjusting her stimulation but it would not work well. The physician was aware she wanted to keep her device permanently off. It was noted the patient was trying something else that worked better for her symptoms. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No cause or interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be sent.

Manufacturer narrative:
It is noted the date of event is an approximate date.

Event description:
Additional information received via the healthcare provider (hcp) reported the implantable neurostimulator had been reprogrammed and adjusted multiple times and was not effective anymore. It was indicated there was "no solid solution." The patient was doing "ok" with medication and botox.